Event description:
Middle-aged male with history of sarcoid and testicular cancer. Procedure is fiberoptic bronchoscopy, live video thoracoscopy- wedge resection of left upper lobe mass. The second stapler opened on this case did not close properly. It was opened because the initial stapler's jaws would not open. This stapler was used approximately 5x without fail, but then would not close properly on the tissue. We tried to change out the battery and that did not help. Ultimately, we opened a 3rd stapler.